Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump was shutting off without any notification. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that there was polarization on the screen and insulin pump had received unexplained no delivery alerts. The insulin pump will be returned for analysis.